Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000086604. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedance on one of the leads. Additionally, patient experienced discomfort. As such, surgical intervention took place wherein the entire system was explanted to address the issues. Investigation was unable to determine which if the leads had high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates that the discomfort was at the ipg site.